Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and was implanted into the eye broken into two pieces. The rayone toric rao610t was explanted during the original surgery session. As a replacement lens was not available during the original surgery session, the patient will undergo a secondary surgery to have an iol implanted. The device was not available for return to rayner and is presumed to have been discarded following explant. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. The event description provided identifies that prior to the lens being delivered into the eye broken into two pieces, the lens got stuck in the injector. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone toric rao610t batch 024234227 showed that all manfuacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 024234227.

Event description:
On 28th may 2024, rayner received notification from its distributor in jordan of an event that occurre during use of a rayone toric rao610t. The event description provided states that the lens got stuck in the injector and was implanted into the eye broken into two pieces necessitating lens explantation.